Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received the device, but the evaluation is still in progress. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.